Manufacturer narrative:
Based on the information provided, isi has not determined the root cause for the operative complication experienced by the patient. There is no allegation that a malfunction of a da vinci system, instrument, or accessory occurred during the da vinci surgical procedure. The date of the surgical procedure, the da vinci system serial , and the name of the surgeon who performed the da vinci-assisted surgical procedure are unknown. Isi has made several attempts to contact the site to obtain additional information concerning the reported event; however, no additional information has been provided as of the date of this report. A follow-up MDR will be submitted if additional information is received. This complaint is being reported due to the following conclusion: the patient claimed that he underwent a da vinci-assisted prostatectomy procedure and experienced an operative complication that required medical intervention. However, at this time, the cause of the patient's operative complication is unknown.

Event description:
On 10/30/2015, isi received FDA voluntary report mw5044826 with the following event description: had a da vinci assisted prostatectomy in (B)(6) 2005 (can't recall exact date) at (B)(6) hospital; (B)(6). One of my ureters was kinked had to where [sic] a stent for six weeks. Was characterized as a slight complication. Was it reported? (B)(6); ssa (B)(4). On 11/05/2015, intuitive surgical, inc. (Isi) contacted the patient directly. Although the event date noted on the FDA voluntary report is (B)(6) 2005, the patient could not verify the actual date as to when he underwent the da vinci-assisted prostatectomy procedure in 2005. The patient stated, it was around that time. According to the patient, the site did not provide him with a possible cause of the operative complication. Per the patient, there was no allegation from the site that a malfunction of a da vinci system, instrument, or accessory occurred during the surgical procedure. On 11/20/2015, isi contacted the site's legal affairs department. However, the site's legal affairs department was unwilling to provide any information regarding the reported event.